Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a primary audible alarm during the background test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the tamper seal was intact and the device was in good condition with no appearance or physical damage upon receipt. Functional occlusion and audio tests were performed. Error code for primary audible alarm background was found in the device event history log. Results: the investigation was unable to duplicate the primary audible alarm background during the occlusion test. Audio test at level 1, the reading 11 and at level 2, the reading is 22, at level 3 the reading is 46, at level 4 the reading is 99 and at level 5 the reading is 158. Root cause for the reported event is unknown and could not be determined as the reported intermittent error could not be duplicated. Who caused the reported event is unknown as no physical or any other damage was found on the speaker or interconnect board. Preventively, the speaker was replaced, preventive maintenance and all functional testing was performed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.